Event description:
It was reported that the patient was not experiencing effective therapy. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken to explant the scs system. Follow up indicated the patient was doing well postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136900.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136900. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.